Manufacturer narrative:
Conclusions: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the recipient report.

Event description:
Recipient started to speak louder than before. Hearing performance with the device was affected. No incident of a trauma or accident was reported by the parents.the recipient was re-implanted on (B)(6) 2020.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient started to speak louder than before. Hearing performance with the device is affected.